Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there were problems interrogating the pacemaker. A manually guided reset (mgr) procedure will be followed. The device is still in use. No patient complications were reported as a result of this event.